Manufacturer narrative:
The sales rep sent the device to the repair center for further inspection, where the issue was duplicated. The zero point position for the airflow volume was confirmed to be out of tolerance. Therefore, calibration in which the zero point position for the airflow volume is adjusted needs to be performed, and the flow sensor assembly may need to be replaced. This investigation is still ongoing.

Manufacturer narrative:
After finding that the measured air flow value was 37.85 standard liters per minute (slpm) when the setting was 35 slpm (allowable range: 33.2-36.8 slpm), the field service technician replaced the flow sensor assembly, confirmed that the software version was 3.20, cleaned the device, performed running test and functional tests, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not staying in standby mode. Pressing the standby tab in the open state returns the device after a few seconds. The issue was confirmed during an inspection in the medical exam (me) room. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported, and there was no delay in therapy. The device kept operating as the issue occurred. The customer called technical support to report that the device was not staying in standby mode. Pressing the standby tab in the open state returns the device after a few seconds. The repair center informed the sales rep that the device needed to be inspected. The sales rep therefore sent to the repair center for further inspection. This investigation is ongoing.